Event description:
According to a hosp nurse, a blue image with a vertical streak appeared on a video monitor during a laparoscopic cholecystectomy procedure. The procedure was completed with another video laparoscope. There were no complications related to the occurrence.